Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative

Event description:
Material#: unknown lot#: unknown it was reported by the customer that the IV technician noticed a plastic particle on the rubber part of the plunger inside the barrel of the 30 ml syringe. Verbatim: rcc received a complaint via email. Email(s) attached while compounding vancomycin, our IV technician noticed a plastic particle on the rubber part of the plunger inside the barrel of the 30 ml syringe (please see attached pictures). I would like to submit a ticket for investigation.

Event description:
No additional information received. Material#: 302832, lot#: 3333872. It was reported by the customer that the IV technician noticed a plastic particle on the rubber part of the plunger inside the barrel of the 30 ml syringe. Verbatim: rcc received a complaint via email. Email(s) attached while compounding vancomycin, our IV technician noticed a plastic particle on the rubber part of the plunger inside the barrel of the 30 ml syringe (please see attached pictures). I would like to submit a ticket for investigation. Additional information received on 27-mar-2024. Hello, we will ship it out today.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was a plastic particle on the rubber part of the plunger inside the barrel. To aid in the investigation, one sample in an opened packaging blister and three photos were received for evaluation by our quality team. A visual inspection was performed with 10x magnification. There is a piece of plastic adhered to the syringe rubber stopper. The plastic looks to have the sample composition as the material of the syringe barrel. The syringe barrel and plunger rod of the sample returned do not have any damage. The three photos provided show the sample received. No other defects or imperfections were observed. This defect could occur if a piece of plastic chipped off another syringe barrel from a jam during the assembly process. A device history record review was completed for provided material number 302832, lot 3333872. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the assembly process was performed. The alignment of the rails and conveyors were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.